Event description:
It was reported that the cartridge was leaking from the fill rod. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.